Event description:
Biomed reported set leaked from silicone segment. Pump was alarming air in line, and nurse noted tubing and/or floor wet. Set was requested, but has not been received to date. Follow-up report will be filed if set is received in the future.

Manufacturer narrative:
Patient information requested, and all available information is included.